Event description:
It was reported that the patient was admitted with possible endocarditis. The device and leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4592-45 implantable pacing lead 2002 (B)(6). (B)(4).